Event description:
A customer reported updating time, personal profile, or biq/ciq settings, including sleep schedules, which was associated with a low blood glucose level of 40 mg/dl. There was no assistance required from any third party, and the customer consumed orange juice to address the low blood glucose level. Additionally, technical support helped the customer create a sleep activity.